Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act and down arrow buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Moisture damage found on the motor, interface board, motherboard and lcd board. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.